Manufacturer narrative:
Investigation summary: one photo was provided. It shows the foreign matter embedded in the barrel wall. One sample was received. It was sent for analysis to bd franklin lakes. Spectral analysis was confirmed as a match to polyester, therefore failure mode is verified. This is likely due to personnel clothing. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. As per request, ftir analysis was competed on the dark material observed in the barrel. A small portion of this material was removed from the barrel and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polyethylene terephthalate (pet).

Event description:
It was reported that before use of the bd¿ syringe with bd luer-lok¿ tip that syringe has what looks like black fibers inside the barrel.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ syringe with bd luer-lok¿ tip that syringe has what looks like black fibers inside the barrel.